Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is non-verifiable. Product was not returned for investigation because it was implanted without impact to the procedure. No photos were taken. For these reasons, no visual evaluations or functional testing could be conducted. The DHR of this product was reviewed and no non-conformance was found. There are no indications of manufacturing defects. For all patient matched pectus bars (item# pt-xxxx & ps-xxxx) in the previous one year (from the notification date) regarding the bars being too long, (B)(4). The most likely underlying cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet (B)(4). The device will not be returned for analysis as it was successfully implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00307, 0001032347-2020-00373. Medical products lorenz pectus support bar system, part# pt-3646, lot# 988260; lorenz pectus support bar system, part# pt-3647, lot# 988250; lorenz pectus support bar system, part# pt-3648, lot# 988240.

Event description:
It was reported that custom pectus bars were not an ideal fit. The surgeon reported the bars were too long. Attempts have been made and no further information has been provided.